Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient was assaulted and went into supraventricular tachycardia. The device interpreted the event as a ventricular tachycardia and inappropriately delivered anti-tachycardia pacing and high voltage therapy. Programming changes were made.